Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right atrial lead pacing resulted in crosstalk. Programming changes were made. The patient was in stable condition.